Manufacturer narrative:
Product is not expected to be returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to dissection and placement difficulties. The lead also exhibited high pacing thresholds and poor sensing. This lead was successfully replaced. No adverse patient effects.